Manufacturer narrative:
Device evaluation: one device was returned for investigation. Tamper seal was removed. Visual inspection found the down stream occlusion (dso) sensor seal was damaged. No evidence in the error history log. The problem was not duplicated. Complaint cannot be confirmed. Functional tests found the slide gauge over the top of the air detector was too far out of the chassis and causing the issue. Root cause was attributed to the air detector being too tight. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Replaced the air detector.

Event description:
It was reported that all errors were shown to be duplicated on the pump on several different lines. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.